Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A u.s. Distributor contacted zoll to report that a patient was experiencing a rash on his back under the therapy electrode (te) pads. It was reported that the rash was the shape of the te pads and was red and "prickly" with no open skin. Follow-up indicated that the rash had improved and was not causing any pain. The patient's physician advised to use a powder which helped improve the rash.